Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. This complaint could not be confirmed as no pump was returned for evaluation. As no serial number was provided, a device history record or manufacturing record review could not be performed. Since the negative pressure wound therapy involves various elements, it is difficult to determine and assign a definitive root cause for the issue reported within the complaint. As the machine was showing that pressure was achieved but the dressing was partially lifted, it is possible that the exudate build-up in the dressing provided enough blockage of air that the system did not register a leak. The system was holding enough negative pressure and the leak was not significant enough to trigger an alarm. It is important to note that dressings should be regularly checked for excessive drainage. If the dressing is soaked, a dressing change may need to occur at a faster rate. It is possible that a different dressing needs to be selected to handle various amounts and types of exudate. It is recommended to return the device in order to rule out a pump malfunctioning as the cause of the reported issue. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: the negative pressure machine showed a good pressure, but when the patient was turned the dressing was soaked and partially open. The machine never alarmed.